Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events leading up to the patient¿s outcome could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists bleeding and death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported cause of death to be congestive heart failure.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the patient also appeared hypovolemic. The patient received 8 units of packed red blood cells (prbc) and given bumex. Discussion took place to transition the patient to hospice care and was discharged from the hospital on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020, the patient was admitted for melena and malaise and was transfused with blood with a reported stop date of (B)(6) 2020. On (B)(6) 2020, it was reported that the patient expired due to patient condition while in hospice. It was reported that the patient's outcome was not device related and the device operated as intended. There were no reported device issues or malfunctions that could have caused or contributed to the patient's outcome. The device will not be returned for evaluation. No additional information provided.